Event description:
Infutronix received a complaint from a user facility representative, who reported "the tubing was leaking from the filter". The chemo leaked all over the patient's clothes and car seat.. Device operator was a patient. Medication being infused was 5fu. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.